Event description:
It was reported that pump display had pixel issue that affected customer¿s ability to interact with pump screen, although customer was still able to use pump. Customer¿s blood glucose level was not impacted. Customer planned to use backup insulin pump, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place affected pump into storage mode and return it with pre-paid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.